Event description:
Literature based adverse event: the aquamantys system as alternative for parenchymal division and hemostasis in liver resection for hepatocellular carcinoma: a preliminary study g. Curro, s. Lazzara, a. Barbera, a. Cogliandolo, a. Dattola, m.l demarco, e. De leo, v. Rampulla, c. Lazzara, g. Navarra european review for medical and pharmacological sciences (2014) issue 18 objective of the study: evaluate the clinical feasibility and safety of a new technique for liver resection using a new saline-coupled bipolar sealing device. Primary endpoint was to observe occurrence of early specific surgical complications as bleeding, biliary leakage and abscess development. Secondary endpoint was to evaluate local recurrence along resection margin after a minimum follow-up of 1 year. All specimen presented negative margins at pathological examination. No blood transfusions were required both intra-op and post-op. No mortality was observed within 30 day post-op. One fluid collection occurred after 6-7 bisegmentectomy and was successfully treated by ultrasound guided percutaneous drainage.

Manufacturer narrative:
Product event: (B)(4). Eval, method, results, conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.